Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty detector, louver cover, and hinge. These parts were replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system was making a noise when the door opened and closed. No patient was present during the time of the reported incident.